Event description:
Patient reported obtaining back to back blood glucose results of ~ 500 mg/dl, ~150 mg/dl, and ~200 - 300 mg/dl (patient could not recall exact values) on the voicemate system. Patient stated that an additional set of back to back tests was performed on the voicemate system with results of ~ 500 mg/dl, 158 mg/dl, and 158 mg/dl. Patient indicated that therapy was not modified based on these results. No adverse event was reported. At the time of the report, patient no longer had the test strips that produced the discrepant values.